Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. No sensor end alert noted. The insulin pump has minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reports to have received a button error alarm after pressing act and esc in attempts to clear the sensor end alert. Customer's blood glucose was 66 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.